Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer experienced a no delivery alarm. Customer's blood glucose was 500 mg/dl. It was reported that insulin did exit and pump alarmed with a 5.0 unit fixed prime. It was reported that insulin did not exit with plunger push and there was greater than normal resistance. Customer reported that insulin did exit with manual prime. Customer was advised that insulin pump was working as designed. Customer was advised to that infusion set and reservoir would need to be replaced.